Event description:
A lawsuit was rec'd indicating that the pt underwent heart bypass surgery, and during surgery, an "electrosurgical unit grounding pad" was placed upon the pt's body. Second and third degree burns were sustained on pt's leg that required debridement, skin grafts, plastic surgery and physical therapy.